Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor was unable to boot up; after using known good unit (kgu) power adaptor ; remote monitor able to boot up; found damage power adaptor; remote monitor unable to detect radiofrequency (rf) head, after cleaning contacts, remote monitor was able to detect the reader normally; if information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor indicated a persistent error and the power supply was broken. After replacing the power supply, the error was persistent. Further troubleshooting did not resolve the issue. It was further reported that one pin came off from the power supply. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.